Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient additionally reported left side capsular contracture, baker grade unknown, and "concern with the product". This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV, and patient reported "concern with the product." Device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, an observed split in the patch area, crease folds, wear/abrasion and deformation of the device. Cloudiness in the gel was observed after the autoclave cycle. Based on the device analysis the final assessment is: a split in the patch area, assessed as a workmanship issue.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV, and patient reported "concern with the product." Device was explanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "rupture" on an unknown side. Device remains implanted.